Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor resistor. Unable to verify motor error alarm due to prime anomaly. Motor passed motor test. Unit had missing end cap sticker and cracked battery tube threads. Drive support was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was performed. The device was returned for analysis.